Event description:
The customer stated that she tested her blood glucose using her contour meter and her son's contour meter. On one occasion, her contour read 55 mg/dl, while her son's meter read 169 mg/dl. On another occasion, her meter read 10 mg/dl, while his read 125 mg/dl. The difference between both sets of readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any testing supplies with her at the time of the call. She was to call back to finish troubleshooting. No product will be returned at this time.